Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory channel pc board was noted to have liquid spillage and corrosion on it. The pc board was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since the observed liquid cannot be identified and how it entered the unit, the investigation findings do not lead to a clear conclusion about the root cause of the reported event.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check (puc). Liquid was observed on the printed circuit boards (pcbs). There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref (B)(4).